Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with several episodes of t-wave oversensing. Programming changes were made. Patient was fine at the time of the event and at post changes.